Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that she experienced fluttering at her implantable neurostimulator (ins) pocket. This was presented when she started wearing a fitbit on her wrist. She took her fitbit off and the fluttering stopped. The patient indicated that she stopped wearing the fitbit device. The changed in therapy and symptom was considered sudden. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were parkinson's dual and movement disorders.